Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed and replaced with a new aus due to increasing incontinence over the past year. No adverse events, leaks or problems detected in explanted components. The patient status post procedure was good.